Manufacturer narrative:
Patient weight not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. (B)(6). DHR review was completed. Part: 03.010.523, lot: 9602503, manufacturing site: (B)(6), release to warehouse date: 12.oct.2015. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Flow: broken visual inspection: the driving cap/threaded (part # 03.010.523, lot # 9602503, mfg 12-oct-2015) was received at us cq with the distal tip of the driving cap broken just at the start of the thread. The broken piece of the driving cap was embedded in the insertion handle and was not able to be removed. The insertion handle (part # 03.010.486, lot # l178564) was returned as a concomitant device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the location x on the drawing shows that the cylindrical portion should measure 6.00 mm ± 0.1 (tolerance) and the actual measurement is 6.00 mm which is within specification per the drawing. The threaded portion of the driving cap could not be measured since it is embedded in the insertion handle. Document/specification review: the following drawing(s) was reviewed; connector for insertion handle: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the driving cap/threaded (part #03.010.523, lot # 9602503) was received with the distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being struck off axis. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded driving cap was broken during a nail insertion procedure on an unknown date. The threaded tip broke inside the recess of an insertion handle and was retained within the recess. Another driving cap was used to complete the procedure. No patient consequence was reported. Concomitant device reported: radiolucent insertion handle for expert nails/100mm (03.010.486, lot l178564, quantity 1). This report is for one (1) threaded driving cap. This is report 1 of 1 for (B)(4).